Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The sureform 60 stapler was analyzed and found no damage. The instrument was tested on an in-house system. The instrument clamped, unclamped and fired successfully. A golden reload was installed and removed on 4 of 4 attempts without any failure. A review of the logs showed no errors. The instrument fully functional. No product issue was found. The sureform-60 green reload was also analyzed in failure analysis. The reload was found to have lodged staples wedged in between the reload in front of the knife. Visual inspection confirms there are two lodged staples ahead of the blade stopping point, which can prevent the blade from progressing through the full firing trajectory. There was also cartridge damage the complaint regarding unable to remove the stapler reload from the stapler was not confirmed by failure analysis. The probable root cause of the inability to remove the stapler reload cartridge upon using is attributed to the lodged staple observed.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the surgical tech was unable to remove stapler reload cartridge from the sureform 60 stapler after using. Several team members attempted to remove unsuccessfully. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.